Event description:
Caller alleged two false negative hcg results (urine and serum) from one pt. Pt took home pregnancy test which resulted positive. Last menstrual period: approx 3 mos ago. External controls ran and passed. Specimen approx one hour old and kept at room tempurature (hcg not requested until about one hour after specimen was collected). Visual inspection of urine specimen was yellow and clear. No urine analysis was done.

Manufacturer narrative:
Control lot#: 25 miu/ml hcg urine control lot: hcg110328-01, 100 miu/ml hcg urine control lot: hcg110307-01, 202.7 miu/ml hcg urine control lot: hcg110810-01, 25 miu/ml hcg serum control lot: hcg110511-01, 100 miu/ml hcg serum control lot: hcg110216-02. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minutes reading time. (N=4). Clearly positive results were observed when tested with 100 miu/ml hcg urine control at 3 minutes reading time. (N=4). Clearly positive results were observed when tested with 202.7 iu/ml hcg urine control at 3 minutes reading time. (N=4). Clearly positive results were observed when tested with 25 miu/ml hcg serum control at 5 minutes reading time. (N=4). Clearly positive results were observed when tested with 100 miu/ml hcg serum control at 5 minutes reading time. (N=4). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Not enough sample was available to submit for investigation. Corrective action not required at this time.